Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a connection issue was not confirmed and the cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During troubleshooting for a related report, the home patient (hp) reported to baxter's technical service center that he had drained earlier. The hp further stated his mini cap came off his catheter and the fluid drained out by accident. The technical service representative advised the hp to inform the nurse of the incident. There was no patient injury or medical intervention indicated at the time of the initial report.